Manufacturer narrative:
(B)(6). The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. Based on the functional flow rate test result, the folfusor device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume 2.5 folfusor underinfused. This was identified during a patient infusion two days after the infusion was initiated. The device was filled with 96 ml of 5fu and 25 ml diluent. There was no patient injury or medical intervention associated with this event. No additional information is available.